Event description:
Customer reported suspected contamination affecting their sars-cov-2 tma runs on panther instrument fusion sn (B)(4). Due to false positives on blank lysis tubes. Environmental swabs from inside the instrument and the lab preparation areas were evaluated to identify any potential contamination sources.

Manufacturer narrative:
Hologic field service engineer (fse) collected environmental swabs from the instrument and lab preparation areas, then cleaned the preparation areas with bleach and water, performed monthly maintenance and additional cleaning on the panther fusion, and disposed of any consumables and reagents onboard the instrument. 30 blank lysis tubes were run and resulted negative, confirming no contamination on the instrument. 14 of 24 lab environmental swabs returned positive results, confirming contamination within the lab. Fse instructed customer to re-bleach areas which were positive until they return negative results. Customer understood and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.